Event description:
The patient was admitted for a procedure in 2007. The patient had a 90% lesion in the distal circumflex. The vessel was slightly calcified and highly tortuous. The lesion was pre-dilated with a sprinter balloon and a 2.5 x 28mm cypher stent was delivered to the lesion. While inflating the cypher, the pressure of the inflation device decreased and the balloon ruptured at 8atm. The stent was under-dilated so post-dilation was evenly conducted with a kongou balloon and the procedure was successfully completed. There was no patient injury reported.

Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.